Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ IV catheter tubing was placed on the patient's arm while the nurse at the emergency room was flushing the IV line the tubing fell apart and there was blood everywhere. The nurse put a gauze to stop the leak. No reports of blood exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.